Event description:
Healthcare professional reported "deflation". Later healthcare professional reported ¿ptosis¿ not device related, ¿deflated¿, ¿blood loss of 50ml¿, ¿510cc inflated to 550cc¿, ¿presence of folds¿ and ¿hole in valve¿. This record is for the right side. Device was explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: deflation.